Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and subsequent embolization requiring intervention are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition and aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta.  The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication of a valve malfunction contributed to this adverse event.  Investigation results suggest the lack of imaging during deployment caused the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), prior to the placement of the 26mm sapien xt case by tf approach in aortic position, the patient¿s valve area was between a 26mm and 29mm valve. A predilation was done with a 23mm balloon from the sapien xt 26mm kit. After that, it was decided to use the 26mm sapien xt valve. Unfortunately it was a "blind" implantation as the angiography machine was not working properly. The valve was inflated with full volume, but jumped aortic approx. 5mm above the annulus causing a paravalvular leak. The heart team decided to post dilate the valve but during inflation, the valve slipped on the balloon into the ascending aorta. Therefore the patient was sent to cardiac surgery. The surgery went well and the patient was stable post procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.